Event description:
The customer reported via social media that his skin reject the adhesives and the cannula after 24 hours. Customer's blood glucose was unknown mg/dl. The customer was advised to call back in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.